Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted october 15, 2019.

Manufacturer narrative:
This report is submitted 3 december 2019. - attachment: [154824 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on august 21, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.